Manufacturer narrative:
Concomitant medical products: 1388t-46 lead (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they lost weight due to an unrelated event and now their device is "moving down". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.